Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the mid right coronary artery; however, upon first inflation of 2.5 x 12 mm trek, the balloon would not hold pressure beyond 5 atmospheres. The device was removed and upon inspection outside the patient, the physician concluded that the balloon was ruptured. A similar device was used to complete the case successfully. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned trek dilatation catheter noted that the balloon was tightly folded. A test indeflator was used to inflate the balloon to rated burst pressure with no damage noted to the balloon and no leak noted to the catheter. The analysis could not confirm the reported complaint. A review of the lot history record database for the reported lot revealed no nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for balloon rupture for this lot. There is no indication of a product quality deficiency.